Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue, however, the fse replaced the energy shield monitor (esm) and the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The esm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The iesu has been evaluated by the failure analysis (fa) team. Fa found the front bezel was in decent condition during visual inspection. The unit energized and cauterized and all ports recognized instruments on system. Potential root cause for this issue is m-35 error (system has sent a failed activation request for instrument).

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, an error occurred on when site activated monopolar energy from single-port monopolar curved scissors (mcs) instrument on patient side manipulator (psm) #1. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Site replaced the monopolar energy cable twice, but the issue was not resolved. The tse could not find any related error in the logs; however, the tse found yellow light emitting diode (led) on energy shield monitor (esm) for cord upon reviewing logs. The tse had site replace sp mcs instrument and perform hard power cycle the system, but the issue persisted. Site also confirmed that the cord connections to the esm was checked. Site converted the procedure and performed the surgery with a headlamp (tonsillectomy). There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the energy shield monitor (esm) to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. Analysis in system logs identified the fault, verifying that the issue occurred in the field. To further assess the component¿s functionality, the esm was installed and tested in a known-good (golden) printed circuit assembly (pca) system, where it operated as expected. During startup, all leds illuminated amber; however, the system was unable to perform cutting or sealing functions. A detailed visual inspection revealed that the pin of the neutral cable was pushed in, resulting in a loose connection between the iesu and esm, which likely contributed to the malfunction. The iesu has been evaluated by the failure analysis (fa) team. The iesu was analyzed and found to the reported failure, described as an iesu error originating from one of the arms, could not be reproduced during testing with the iesu unit connected to the system. Analysis in system logs recorded multiple error patterns on (B)(6) 2024, indicating a potential issue. The complaint was confirmed based on fa. The probable root cause is attributed to an electrical failure with the neutral cable assembly from esm and a failed activation request by the iesu.